Event description:
(B)(4). Abdominal cramps and shooting pains on left side of pelvic area. Pain when having sex. Occasional and random itching/rash. Weight gain. Belly looks pregnant. Irregular periods that can be light, heavy, or doesn't come. Extreme sleeping issues, less active, foggy brain, teeth issues, speech issues (think what I want to say but it's like I can't get it out or comes out wrong/odd).